Event description:
The customer reported to olympus they were receiving scope communication errors b30 and e216 and incompatible scope error e315 with all endoscopes when utilizing the light source. The issue was found during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: d4, d9, h3, h4 and h6. Correction on field: e1 (telephone). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, the presence of corrosion traces on the scope socket suggests that the reported defect likely occurred. Olympus will continue to monitor field performance for this device.